Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced to accommodate the old leads and added a lead to cover new pain area. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.